Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that high thresholds were observed during the procedure. The lead was not used and was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.